Event description:
The account stated that the architect i1000sr analyzer has generated false elevated cmv igg result on a patient sample. The qc was within range. The initial result was reactive at 53.0 au/ml. The sample was repeated twice and the results were non-reactive at 0.4 and 0.3 au/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.